Manufacturer narrative:
All available information was investigated, and the reported leaking valve was confirmed via device analysis. Additionally, it was observed that the sgc hemostasis silicone valve was torn and the braided shaft was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the observed torn valve and deformed braided shaft were unable to be determined. The reported leaking valve is due to the observed torn valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was placed within the patient and it was noted that the sgc was leaking air. The sgc was removed from the patient and a replacement sgc was inserted and a mitraclip was placed successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.